Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has no benefit from the device. New imaging will be performed and re-implantation is scheduled.

Manufacturer narrative:
Conclusion: according to the information received, the device is not providing benefit to the patient due to a post-operative active electrode migration out of cochlea. Imaging confirmed that only four to five electrode channels are still within the cochlea. Further, the patient was implanted in 2006 with the concerned device and during implantation surgery the surgeon faced unexpected fibrosis, thus two channels were reportedly left out of cochlea. Re-implantation is considered but no further information has been received on a possible date. This is a final report.

Event description:
During implantation in 2006 the surgeon unexpectedly encountered fibrosis and reportedly left 2 channels extra-cochlear. The patient was benefitting from the device. Imaging performed in 2015 indicated that only 4-5 electrode channels were intra-cochlear and the patient no longer had benefit from the device. The patient reported facial nerve stimulation, ear aches and pulsing sensations. No date for surgery has been scheduled at this time.